Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one in.pact av access was used to treat a lesion located in the anastomosis of the left arm. Approximately 21 months post index procedure, patient suffered from re- stenosis of the left avf. Event was treated with a non-medtronic pta of the anastomosis. Investigator assessed that the event was unlikely to be related to index device, and therapy, but not related to the procedure. Patient recovered.